Manufacturer narrative:
The device was returned due to skin discomfort with no allegation of a malfunction. Visual inspection of the device did not find any anomalies. Interrogation of the device was appropriate and indicated device battery was normal above elective replacement indicator (eri). No problem was detected.

Event description:
It was reported that the patient's implantable cardiac monitor was explanted as it was causing skin discomfort. There were no patient complications.

Manufacturer narrative:
Correction: update to b3, d8. The g3 of the previous report should have been 01 aug 2025 instead of 24 jul 2025 for report.